Event description:
Additional information was received and it was reported that the device system was a delivering baclofen at the time of the event.

Event description:
It was reported that when the patient left the hospital after implant, she had 3 different infections; ¿cdiff¿ (clostridium difficile), bladder, and ¿one more¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).